Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). It was reported that the patient had an angioplasty and stent placed in the internal carotid artery (ica). During the procedure, the physician placed the neuron max north of the stent, advanced the ace68 through the neuron max, and performed aspiration using the ace68. The physician then observed that there was no flow coming out of the ace68 and pulled back the ace68. While retracting the ace68, the physician noticed a coil wind coming out of the distal end of the ace68; therefore, the neuron max was removed with the ace68. The ace68 was then pulled out of the neuron max on the back table. The procedure was completed after the removal of the ace68 as the vessel was opened. There was no report of an adverse effect to the patient.